Manufacturer narrative:
***Re-open*** product received. The complaint is confirmed in that five of the 4.0mm cancellous locking screws ((B)(4)) were found to be broken. The breaks occurred below the head of the screw in the location expected based on the design verification testing (see (B)(4) for the alps small fragment system). The breaks indicate that it is likely, but not definitive, that the torque applied in removal exceeded the torsional strength of the screws. X-rays of the plate pre-removal, which were requested but not received, are required to make a more definitive determination of the cause of failure. The other returned products, including the plate, are not defective. The complaint history for the 4.0mm cancellous locking screws ((B)(4)), and the anatomic distal fibula locking plate ((B)(4)), ((B)(4)) was reviewed. This is the only complaint involving removal difficulty in the 3 1/2 + sales history of the 4.0mm cancellous locking screws and the 2+ year sales history of the anatomic distal fibula locking plate indicating that there are no systemic design or manufacturing problems. The root cause cannot be determined without additional information, especially the pre-removal surgery x-rays. No corrective action is indicated at this time. This is the only complaint of this nature since the products have been released for sale. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
During explantation of hardware, surgeon experienced difficulty in removing ten locking screws. The screw heads would either strip or break off extending the surgical procedure.

Manufacturer narrative:
The devices associated with this report were not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot codes required were unavailable. The investigation could not draw any conclusions regarding the reported event with the info available. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional info be received to change the outcome of the performed investigation, the complaint will be re-opened.